Manufacturer narrative:
Medwatch sent to FDA on 08/26/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, redness and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that after injection in the cheek area with 2 syringes of juvederm volume xc , and concomitantly with 1 syringe of juvederm ultra plus in the nasolabial folds and oral commissures and 1 syringe of juvederm ultra in the jawline, the patient experienced "acute swelling to the eye lid shut," redness and itching. Patient self treated with zyrtec and prednisone. Patient also slept sitting up to help reduce swelling. Healthcare professional additionally prescribed a medrol dosepak. Patient was pre-treated with a "topical treatment made up at the pharmacy of 20% betadine, 8%lidocaine, and 6% tetracaine," patient is still experiencing redness and itching. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00466 and 3005113652-2015-00467 (allergan complaint # 1220998 and 1221003). This is the first MDR submitted for the first suspected product, juvederm voluma xc.